Event description:
The following information was reported: balloon popped during pullback on 2 devices same patient. Manual compression was applied for 30 minutes or less. The patient was not hospitalized.

Manufacturer narrative:
Two balloon loss of pressure events were reported to have occurred in the same patient. However, the devices were not returned; therefore, a physical investigation could not be performed. It should be noted that the probability of two devices failing in the same patient due to a puncture of the balloon is highly improbable without an outside source causing the puncture. The review of the lhr (lot f1422404) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. (B)(4). See MDR report # 3004939290-2014-00614 for the first device.